Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), age, prior radiation, underlying cancer disease and prior surgery affecting skin integrity. There were no reports of wound dehiscence in the pivotal ef-11 recurrent gbm trial. In the commercial program, wound dehiscence has been reported by <1% of patients to date.

Event description:
A (B)(6) old female with recurrent glioblastoma began optune therapy on (B)(6) 2016. On (B)(6) 2016, patient underwent surgical resection for tumor progression. Optune therapy was temporarily discontinued. On (B)(6) 2016, patient restarted optune with concomitant bevacizumab. At a clinic visit on (B)(6) 2016, delayed healing of the resection site was noted. Wound was cleaned, debrided and dermabond was applied. Optune therapy was suspended 1 week while bevacizumab was continued. On (B)(6) 2016, wound was noted to be stable or slightly improved and optune was restarted. On a (B)(6) 2016 clinic visit, wound healing issues were again noted. Wound was cleaned and steri-strips and dermabond were applied. Optune was again suspended. On (B)(6) 2017, wound was not healing. Bevacizumab was suspended and plastic surgery was consulted for wound care and potential surgical repair. On (B)(6) 2017, it was noted that the wound was not healed and breakdown had progressed. On (B)(6) 2017, patient was admitted to the hospital for wound dehiscence. Wound revision and debridement was performed. A drain was placed and the wound was covered with bacitracin and xeroform. Patient tolerated the procedure well; drain was removed and patient was discharged in stable condition on (B)(6) 2017. Patient planned to restart optune therapy after wound healing. Prescribing physician stated that optune therapy may have attributed to the wound dehiscence, however the patient's history of radiation, bevacizumab and prior surgery were also considered contributing factors.